Event description:
This case was reported by a consumer and described the occurrence of asthmatic attack in a female pt who used polident (polident fresh cleanse foaming antibacterial denture cleanser) for denture cleaning. A physician or other health care professional has not verified this report. Concurrent medical conditions included allergy to prinivil, allergy to peppermint, allergy to phenobarbital, allergy to tetanus vaccine, asthma, diarrhea, feldene allergy, glaucoma, high blood pressure, high cholesterol and thyroid problems. Concurrent medications included formoterol (foradil), fluticasone propionate (flovent), salbutamol sulphate (albuterol), atorvastatin calcium (lipitor), bimatoprost (lumigan), cosopt, thyroxine sodium (levothyroxine), an antidiarrheal and diovan hct. The pt used polident fresh cleanse to clean her dentures. The pt stated that as soon as she smelled the mint, she experienced an allergic reaction, became short of breath, and had an asthmatic attack. The pt did not treat the events with medications beyond the normal use of her daily asthma medications. This case was assessed as medically serious by gsk. Use of polident was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
MFR's report number for this case is 2518467-2007-00001. Polident fresh cleanse is manufactured in the USA and the lot number for the product is available but the product is not available for testing. No corrective actions have been required based on this report.